Manufacturer narrative:
Additional information was added to d9, h3, h6, h10. H10: three (3) actual samples were received for evaluation attached to female connectors. A visual inspection with the naked eye noted a damaged main bodies located at the notch. The devices were functionally tested including leak, clear passage and clamp function testing and the device performed according to product specifications. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs of a device were provided for evaluation. The photographs were visually inspected, and a cracked light blue main body was observed. The reported condition was verified. The cause of the cracked light blue main body could not be determined; however, the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2021. Initial reporter address: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of an unspecified quantity of peritoneal dialysis (pd) transfer sets were cracked. This issue was further described, "presented fracture or crack at the clamp without leak¿. This occurred during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.